Manufacturer narrative:
(B)(4).

Event description:
It was reported when the physician opened the pocket during a generator changeout, the right ventricular lead insulation was found to have been fractured. No electrical anomalies were detected. The lead was extracted and replaced. No adverse complications were reported.